Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available at the later time it will be reported in a supplemental report. Not returned to the manufacturer.

Event description:
Custom 4:1 cutting block, #4, had a peg fall off.